Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. At the beginning of a routine home hemodialysis treatment, the operator experienced air alarms that could not be resolved. Nxstage tech support was contacted for assistance and treatment was resumed after instructions provided for manual air recovery. Subsequently, an arterial pressure alarms occurred and it was determined that the arterial line was kinked. Treatment was resumed again, however, venous pressue high alarms occurred. Manual rinseback was attempted, however, was only partially completed due to clotting in the cartridge, which resulted in approximately a 105cc blood loss. Patient's routine aranesp dose was increased in response to a drop in hgb from 11.8 to 10.7.

Manufacturer narrative:
The treatment data log file indicates that an air alarm occurred during recirculation prior to starting the treatment and occurred again 6 seconds after the treatment was initiated and continued for almost 19 minutes. The log file analysis also indicates that the cycler alarmed appropriately in all cases. There is no evidence of a device malfunction. The occurrence of air alarms at the beginning of a treatment are typically caused by air introduced during patient connection or air not adequately removed during the priming process. The user's guide indicates that the chances of blood clotting in the filter and cartridge increase when blood flow stops such as when alarms occur. The user's guide also instructs to perform manual rinseback promptly in the event of a recoverable alarm. Nxstage reviewed the reported blood loss with the patient's facility. Nxstage considers this report closed.